Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 32.1 mmol/l, at the time of incidence. Customer¿s current blood glucose level was 28 mmol/l. During call blood glucose value lowered to 29.1 mmol/l. Customer reported that the insulin pump did not accept calibration. Customer declined to troubleshoot. Customer reported that they eat and from that movement the insulin pump was not delivering the insulin. The insulin pump will not be returned for analysis.